Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level went as low as 45 mg/dl. Customer treated their low blood glucose with food. Customer advised their blood glucose was 298 mg/dl then they delivered multiple boluses which resulted in a severe low of 45 mg/dl.